Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Cause was not known. Customer received assistance from their husband, who provided orange juice as treatment. Technical support advised customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, which customer acknowledged understanding.